Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited impedance > 2000 ohms due to a break behind the header. The rate sensing portion was capped and a new rate sensing lead implanted. The shocking portion remains active.